Manufacturer narrative:
Additional information received on january 23, 2024 indicated that the patient scheduled for bilateral removal on (B)(6) 2024. Reason for device explant and/or reoperation: cap con iii-IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 01, 2024 indicated that the patient underwent bilateral capsulectomy and bilateral replacements with mentor cat:mp-350. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 25, 2020 the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on march 14, 2024. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a asian female patient who underwent primary breast augmentation procedure with mentor memorygel 400cc, on the left side, and 420cc on the right, silicone prosthesis experienced bilateral capsular contracture grade iii on the right side, and grade iii-IV on the left prosthesis post procedure. On august 20 2020 health care professional notified mentor which confirmed medical diagnosis of right capsular contracture baker grade iii. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report related to left prosthesis.